Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): it was reported that the patient continued to experience chronic pelvic pain and is now experiencing stress urinary incontinence on (B)(4) 2012. The patient was referred to chronic pain clinic for treatment and physiotherapy. An ultrasound is planned to see if there is any retained mesh. No additional information provided at this time.(B)(4).

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent mesh implantation to treat stress urinary incontinence. Post implantation the patient experienced pain, erosion, extrusion, infection, urinary problems, recurrence, neuromuscular problems, and vaginal scarring. On (B)(6) 2012, the patient underwent repair and trimming of mesh due to mesh erosion. On (B)(6) 2013, the patient underwent removal of mesh due to erosion, constant pain and infections. (B)(4) ¿ urinary problems; recurrence; neuromuscular problems.